Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the dn to rear te cable and the ECG c and d cable were pulled from strain relief, damaging the wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.